Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reported problem was confirmed, the ceramic insulation at the distal tip of the sheath was found broken off. The inspection also noted non-reportable defects, the sealing ring was worn/discolored, the rigid outer tube is slightly deformed. The device was last repaired on (B)(6) 2022 for a worn/discolored sealing ring. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported to olympus the ceramic insulation at the distal tip of the resection sheath was damaged/broken during reprocessing. The intended procedure was completed with another sheath without delay. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
Corrected field g2 to include "other" and "india". This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the definitive root cause of the broken isolation beak could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Inspecting the product: visually inspect the product. Make sure that it has: no corrosion. No dents. No scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.